Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer experienced an elevated blood glucose level of 530 mg/dl, and large ketones. Customer addressed bg with a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.